Event description:
It was reported that the device has bubbled/unattached downstream occlusion sensor (dso) seal. There was no reported patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Received one device. Confirmed by performing visual and functional performance verification tests (pvt) testing, found the downstream occlusion sensor (dso) seal is detached. Replaced dso seal. Performed calibration. Performed pvt, and updated software. Unit passed all testing criteria. Unit rest to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.